Event description:
As described in distributor's report, "surgeon filled in a small cranial defect. A wound infection developed in the pt 2 weeks post-op. Surgeon treated the infection with antibiotics for approximately 1 month after which it did not clear up. Surgeon then performed an operation to remove the crs which had crumbled and to clean the wound. Pt was fine." Addeded 1/20/99 the tubes were cut outside of the sterile field and were then transferred into the sterile field.